Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No critical pump error noted. However, unit received with light moisture damage to the printed circuit board. Unit received with pillowing keypad over and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via email that they had critical pump error on the insulin pump. The customer¿s blood glucose level was 200 mg/dl. Advised the pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.